Event description:
It was reported that during a ptca/atherotomy treatment procedure, the maverick2 monorail 20/3.0 mm balloon ruptured at 5 atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the proximal to mid left anterior descending coronary artery. The physician used a terumo introducer sheath for vascular access, then a neos soft .014 guidewire and a mach1 guide catheter to cross the lesion. The maverick2 monorail 20/3.0 mm balloon was removed and replaced with another balloon of the same type and size to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.